Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the autopulse nxt platform (sn (B)(6)) stopped compressions and the yellow triangle warning light illuminated was confirmed in the archive data, but it was not confirmed during functional testing. According to the archive data, the root cause of this complaint was that the nxt battery in use at the time became depleted. The customer indicated that the crew had already utilized their first fully charged battery and switched to their second fully charged battery when this issue occurred. The reported complaint that the nxt platform stopped compressions shortly after the battery was replaced was confirmed in the archive data, but it was not confirmed during functional testing. According to the archive data, the root cause of the reported issue was that the motor had reached its thermal limit. The reported complaint that the nxt platform emits a loud fan noise was not confirmed during functional testing. During the service evaluation, the fan noise/ sound was noted to be normal. The reported complaints that the nxt platform was hot to the touch at the button interface and that a slight burning smell was coming from inside the platform were also not confirmed during functional testing. The maximum surface temperature recorded during the thermal event reached 42.55°c, but the platform was not hot to the touch at the button interface. No burning smell was detected from inside the device during the compression test. The autopulse nxt platform functioned as intended. Based on the archive review, the nxt platform completed 1180 compressions over 14 minutes before stopping due to fault code 1160 (low battery), with the yellow triangle warning light illuminated. After replacing the battery, the nxt platform ran for an additional 3 minutes before halting again due to fault code 1290 (motor temperature sensor fault), indicating the motor had reached its thermal limit. The nxt platform was then used again, running for another 4 minutes before stopping once more with fault code 1290. All data recorded in the archive confirmed the customer's complaint of the nxt platform stopping compressions. The autopulse nxt platform passed preliminary functional testing without any fault or error. The nxt platform was tested further using a medium zoll torso fixture (mztf) with two known-good nxt batteries until discharged without fault or error, and the customer's reported complaints were not replicated. The autopulse nxt platform functioned appropriately and performed as intended. Following service, the nxt platform passed final tests without issues.

Event description:
The customer reported that during a patient call, the autopulse nxt platform (sn (B)(6)) stopped compressions, and the yellow triangle warning light illuminated. The crew had already used their first full battery and switched to their second fully charged battery. The nxt platform started compressions but stopped again about 1-2 minutes into that second battery. The crew immediately switched to manual chest compressions. The autopulse nxt platform was restarted, and it began functioning again. However, about 1 minute later, it stopped compressions once more. The crew continued manual compressions until CPR efforts were discontinued. Additionally, the customer mentioned several other issues with the nxt platform: a loud fan noise, the unit was hot to the touch at the button interface, and a minor burning smell coming from inside the unit. This led the customer to believe that the nxt platform was overheating approximately 20 minutes into the code. The customer mentioned that the nxt platform was inside the quick carry case during use, but the customer was unaware of the surface the crew had placed it on. The customer stated that cessation of compressions by the device was detrimental, but the crew managed to continue their efforts without the assistance of the autopulse nxt platform. No consequences or impacts on the patient.